Event description:
The customer reported that the plungers are extremely difficult to pull back. The tip of the needle is not secured to the hub and needles have broken off at the hub prior to administration. In one incident, a needle broke off at the hub in the person's arm when injecting. The needles have been bent/broken when opening a new pack. Needles seem flimsy. No information was received regarding any serious injury as a result of this product malfunction.